Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to imprecise motion when the master tool manipulator (mtm)s were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially the intended direction, but not complete movement fully. A lag was observed or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. Additional observation related to customer reported complaint: the instrument was found to have a broken pitch cable at the distal end the broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver would not articulate. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with surgeon's head inside the surgeon console and did not occur while trying to manipulate instrument from surgeon console. The failure was not related to inability to move instrument at all. The timing of the instrument movement was not appropriate. No shakiness/friction was observed. There was no instrument to instrument or arm to arm interference and there were no external collisions. The issue was persistent. There was no injury to the patient and no report of fragments falling into patient.